Event description:
Pt revised for pain, range of motion, instability.

Manufacturer narrative:
Evaluation was not possible, as the products were not returned. A search of the complainant database did not show any other reports against the mfg lots. The investigation could not draw any conclusions about the reported event. The initial reporting indicated the products were not suspected of failing to meet specs or contributing to the event. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the products and/or additional info be received, the investigation will be re-opened.